Event description:
A customer reported that coulter act diff hematology analyzer leaked from the probe. There was no report of patient results or treatment being affected by the event. The customer was wearing gloves and lab coat at the time of the event. There was no exposure to open wounds or mucous membranes and the operator did not seek medical attention. Msds was not reviewed but the customer has a risk management plan in place.

Manufacturer narrative:
This event happened two days after the similar event which was reported in medwatch #1061932-2011-02098. The field service engineer (fse) found the lyse pump broken and the tubing off. The fse replaced pump and tubing. The fse verified the repair per the established procedure. Root cause was a broken lyse pump and disconnected tubing. (B)(4).